Event description:
The customer reported a false positive result with the determine hiv 1/2 ag/ab combo assay taken on an unknown date with an unknown sample type. Pcr confirmatory testing displayed a negative result. Although requested, no further information regarding treatment or outcome was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. During the time of this complaint and as part of an investigation into preliminary false reactive results, a field product correction impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots, however the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. Complaints against these trend codes will continue to be monitored to identify and track any out of trend / unexpected performance at the lot and product family level. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the determine hiv 1/2 ag/ab combo assay taken on an unknown date with an unknown sample type. Pcr confirmatory testing displayed a negative result. Although requested, no further information regarding treatment or outcome was provided.